Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed.(B)(4).

Event description:
It was reported that stent damage and movement on balloon occurred. The target lesion was located in the left anterior descending (lad) artery. A 16 x 3.50 promus premier¿ drug-eluting stent was used to treat the lesion. However, during the procedure before taking the stent inside the system, the stent was found to be broken/pressed on the balloon and the stent mesh was moved off from the surface but still mounted on the balloon. The device was removed and the procedure was completed with another 16 x 3.50 promus premier¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed signs of slight damage on the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied to the delivery system. A visual and tactile examination of the device found no issues with the shaft polymer extrusion. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage and movement on balloon occurred. The target lesion was located in the left anterior descending (lad) artery. A 16 x 3.50 promus premier drug-eluting stent was used to treat the lesion. However, during the procedure before taking the stent inside the system, the stent was found to be broken/pressed on the balloon and the stent mesh was moved off from the surface but still mounted on the balloon. The device was removed and the procedure was completed with another 16 x 3.50 promus premier drug-eluting stent. No patient complications were reported and the patient's status was stable.